Event description:
A lifecor patient services representative (psr) of a 54 male patient contacted lifecor customer support to report that the system kept alarming "adjust belt". Support advised the psr to remove the battery pack and ensure all components are fitting correctly. The psr did this and the system was still alarming to "adjust belt". The psr downloaded, and the download revealed fall off and noise. Support had the psr replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. R2 a resistor in the distribution node had become open. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unknown, but is likely due to random component failure. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.